Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has experienced erratic blood glucose levels and his father believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.